Event description:
It was reported that the pump touch screen was cracked and the bottom left corner became unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 256 mg/dl. Reportedly, the pump was functional and the customer continued to use the pump for insulin therapy.